Event description:
Patient bought online cosmetic contacts to use for an event. (B)(6) after one day of wear, 90 percent of his corneal epithelium has sloughed off of his right eye resulting in 10/10 pain and severe vision decrease. He now has an infection due to the compromise of the corneal integrity.